Event description:
These catheter have kinked during use in approx. 6-8 procedures. The location of the kink was not consistent, occurring anywhere from a couple of inches above the sheath to 3/4 of the way up the catheter toward the leading end. One of the catheters involved had to be removed with a snare due to extensive kinking. There were no reported injuries to any of the pts involved. Note: the judkins right 4.0 catheter from the multi-pak was the catheter in use during incident.